Event description:
It was reported that the iab was inserted following open heart surgery. Following successful placement, the central lumen could not be aspirated or flushed. As a result of this, the iab was removed and replaced. There were no further complications.